Manufacturer narrative:
Concomitant medical products: product ID: 3487a, lot# l59878, implanted: (B)(6) 1999, product type: lead. Product ID: 7495-25, serial# (B)(4), implanted: (B)(6) 1999, product type: extension. (B)(4).

Event description:
It was reported by the manufacturer representative (rep) that the patient had a loss of stimulation; they could not remember when it started. This was identified at the patient appointment on (B)(6) 2015. They tried reprogramming and each program was turned up 10.5 but the patient did not feel stimulation. Impedances were checked and were normal. An x-ray was taken and the patient was being sent to the surgeon for a revision. The cause of the loss of stimulation was not determined. Relevant medical history included failed back surgery syndrome. If additional information is received, a follow-up report will be sent.